Event description:
Emt's responded to a witnessed cardiac arrest with no bystander cardiopulmonary resuscitation in progress. The device was connected to the pt and the "analyze" button pressed. According to the rptr, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. The rptr stated the operator checked the device connections, cycled power and changed electrodes but the device continued to alarm "connect electrodes", not allowing the device to analyze the pt's rhythm. Paramedics subsequently arrived and took over the scene. The pt was not resuscitated.